Event description:
It was reported by the affiliate that the (1) er220 was used during an unknown procedure. It was reported that the clip was malformed. The case was completed with another device and with no patient consequence.